Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display blanked out and the device's battery did not seat properly to power on the device. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.